Event description:
It was reported that the customer's insulin pump was damaged. The device was returned. No additional information was reported.

Manufacturer narrative:
Findings: unit received with cracked case at display window corners and end cap. Unit received with minor scratched display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.